Event description:
It was reported that during attempted insertion of the iab through an introducer sheath, the iab would not pass completely through the sheath. Because of this, the iab was removed and replaced. There were no associated pt complications.